Event description:
In 2008, the pt reported an elevated blood glucose reading of 192 mg/dl with her normal range being 60-150 mg/dl. She stated she was unable to give herself a bolus on her insulin infusion device as the up/down buttons were not properly responding. She stated she noticed the down button was not working last night and then today the up button was not responding. She said she has no symptoms and will take a 1 units bolus of insulin to correct her reading. The pt was advised to switch to her backup infusion device and assisted in setting it up. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.